Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report: b5 additional treatment information was not included in the narrative h.6 code 4755 was reported incorrectly. New codes were added to health effect impact code and component code.

Event description:
The access site bleeding prompted the team to additionally infuse 1 unit of red blood cells as treatment.

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing for a patient admitted in with angina and was placed ont he cp for the mvd cad (mitral valve disease , coronary artery disease) and planned CABG (coronary artery bypass grafting) . The pump support had an access site bleed that was treated by femostop and manual pressure. The cp was explanted and upgraded to the 5.5 pump.. No lasting harm or injury or extensive intervention was needed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿